Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and venous air alarms occurred during a routine hemodialysis treatment. The operator reported inadvertently leaving the saline open which allowed air to enter the system. Due to the amount of air in the circuit rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently left the saline line open and introduced air into the circuit. The user's guide provides adequate instructions for performing patient connection. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.